Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID 8709, lot# j10935r23, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a study, healthcare provider (hcp), and representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 440.8 mcg/day via an implanted pump system. An x-ray was performed on (B)(6) 2015 and the catheter tubing appeared intact; however, the pump flipped when refilling. They were able to flip the pump for a refill, but it then flipped upside down when it was released. It was reported that the pump was flipped/inverted in the pocket. A revision was performed, and the pump was flipped back into its proper place on (B)(6) 2016. The pump had flipped due to the sutures inside the pocket no longer being in place. No harm was ever caused to the patient. The physician checked the integrity of the catheter and noticed the metal within the pump segment was abnormal and broken. The pump catheter segment issue was discovered at the time of the procedure as a precaution, and the surgeon always inspected catheters and the pump if possible during a procedure. The catheter was sent for analysis. The event resolved without sequelae on (B)(6) 2016.